Event description:
Boston scientific received information that shortly after the implant procedure prolonged pacing at the max tracking rate was noticed interrogation of the device confirmed an usually large amount of atrial pacing at the max tracking rate. It was suggested by the field representative to program the minute ventilation sensor to a more passive value to solve the problem. The patient will be seen at a normal follow up to be re-evaluated.

Manufacturer narrative:
Should additional information become available this investigation will be updated.